Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# serial# unknown implanted: explanted: product type screening device product ID 309201 lot# serial# unknown implanted: explanted: product type screening device information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 309201, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency/urge incontinence. It was reported that patient stated that the procedure for this was very painful as they were not put to sleep and the poked them 6 times with a needle. Patient stated it was the horrible feeling they'd had with pain. Patient stated that they had a large bruise on their back from this. Patient stated that one of their wires may have came loose or something has happened back there as they were voiding more with urgency. Patient stated that their bandages are loose on their back. Patient stated this procedure was painful. Patient does have a call into their doctor in regards to this and is awaiting for a return call. Patient has been advised to contact their clinician with concerns or advice.